Event description:
It was reported that this pacemaker entered into safety mode, therefore it was explanted at a surgical intervention and has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.